Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, pt reported she has had 2 incidents where she woke up in the middle of the night and realized her site was dislodged from her body. Pt states, site was part of the way in her body, but she could see the cannula. She stated when she noticed the infusion headset partially out of her body; she pulled it out of the rest of the way and noticed that the cannula was bent. Pt reported the cannula was bent at a 90 degree angle. Pt states she was using shorter tubing when the headset came out during the night. Advised pt on also using adhesive to secure the site. Reviewed with pt how to properly use link assist device and insert cannula properly. Reminded pt on changing tubing every 6 days and sites every 3 days. Pt reported she woke up with an elevated blood glucose when the site became dislodged. She states this issue last occurred two days prior to report. Pt reported, she had a blood glucose result of 351 mg/dl when she noticed the issue. She states, she changed out her site at this time and gave herself a bolus to bring down her blood glucose. Pt reported her blood glucose returned to normal that evening. Pt's target blood glucose range is 90-135 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt reported she is currently using a new headset and has not had any other issues since the last incident the same day. Pt discarded the headsets; no product return requested. Pt is currently wearing her infusion device and reported her blood glucose has returned to normal.